Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance in adjusting the pump elevated blood glucose (bg) reminder. Multiple attempts were made to obtain additional information on the customer's exact bg level and what actions were performed, if any, to address bg level. However, no additional information was provided.